Manufacturer narrative:
Should additional information become availabe a supplemental record will be filed.

Event description:
Customer alleged,the wheelchair bearing on the right side is malfunctioning and the right side wheel has lateral displacement and instability. The wheelchair makes clicking noise on propulsion.

Manufacturer narrative:
The device was returned and the evaluation states that it was unable to test because the wheels were not returned.

Event description:
Customer alleged,the wheelchair bearing on the right side is malfunctioning and the right side wheel has lateral displacement and instability. The wheelchair makes clicking noise on propulsion.